Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was noted that the connecting tube coating was peeling more than 1 mm square. Loss of water tightness was noted due to cut on distal end rubber coating (a-rubber). The user¿s complaint was confirmed. In addition other observations for the device are: distal end has dent and is dirty; adhesive on a-rubber is detached; grip has a scratch; switch box has a dent and is discolored; switch 3 has a cut; universal cord has peeling coat; s-connector has a scratch and is dirty; light guide (lg) cover glass is dirty; control unit is dirty; angulation lever has a scratch; due to wear of angle wire the play of angulation lever is our of standard value and bending angle in up/down direction does not meet the standard value; and connecting tube has a stain. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for repair of leakage from distal end rubber coating observed during reprocessing. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was noted that the connecting tube coating was peeling more than 1 mm square. This medwatch is being submitted for the reportable issue of the connecting tube coating was peeling more than 1 mm square observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was likely caused by physical stress, chemical stress, storage environment, or similar. Users can detect the suggested event properly by handling the device in accordance with the following the instructions for use (IFU): "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." "This instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found." "The storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.